Event description:
A report was received that a pt's precision system was explanted. The pt reported that the leads stopped providing stimulation. The pt went in for a revision procedure and following that, the leads protruded from her head. The implanting physician has no info regarding the explant.

Manufacturer narrative:
The explanted devices wil not be returned to bsn for eval.